Event description:
It was reported a patient presented to the hospital after being shocked. It is unknown whether the shocks were appropriate. It is unknown if there were other symptoms. The device was interrogated and found to be in bvvi mode. The device was explanted and replaced. No other information was available.

Manufacturer narrative:
(B)(4). The reported backup vvi was confirmed in the laboratory and was due to normal battery depletion after a high number of hv charges. The device was tested on the bench and no anomaly was found.